Manufacturer narrative:
Site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion was as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified related for the subclass adverse event safety request for investigation. Lot trend assmt. & rationale was: a lot trend was not performed. The lot number is unknown.

Event description:
Event verbatim [preferred term] when I removed it some of my skin was removed with it [skin exfoliation], open wound [wound]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient used the product and was shocked to see when she removed it some of her skin was removed with it on an unspecified date. The patient had an open wound on an unspecified date. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to product quality group: site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion was as follows: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified related for the subclass adverse event safety request for investigation. Lot trend assmt. & rationale was: a lot trend was not performed. The lot number is unknown. Follow-up (28feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (15jul2020): new information received from product quality group included: investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] when I removed it some of my skin was removed with it [skin exfoliation] , open wound [wound] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I used your product and was shocked to see when I removed it some of my skin was removed with it. I now have an open wound." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of skin was removed and open wound as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device., comment: based on the information provided, the events of skin was removed and open wound as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] when I removed it some of my skin was removed with it [skin exfoliation] , open wound [wound] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I used your product and was shocked to see when I removed it some of my skin was removed with it. I now have an open wound." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (28feb2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the events of skin was removed and open wound as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device., comment: based on the information provided, the events of skin was removed and open wound as described in this case are serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device.